Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿patient alert in implantable cardioverter defibrillators: toy or tool?¿ j am coll cardiol 2004;44:95¿ 8. Doi:10.1016/j.jacc.2004.03.051. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding this patient¿s implanted single lead system. The article indicated that two months after a routine follow up, the patient experienced an ¿alert event¿ for pacing impedance out of range. Testing was performed and normal sensing and pacing parameters were observed. However, the lead continued to show ¿alternating¿ impedance values. During the lead revision procedure, a lead fracture was found; and subsequently the lead was replaced. The location of the lead is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.